Event description:
It was reported that (1) 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the small white gasket fell off the 5mm trocar. This is the seventh or eighth time at the hosp. Another trocar was used to finish the case. There was no consequence to pt. 10/23/2000 twenty seven devices were received on this event. Only (3) were found to be reportable.